Manufacturer narrative:
This report is submitted on september 21, 2018, (B)(4).

Event description:
Per the clinic, the patient sustained a head trauma, resulting in a piece of the abutment screw dislodging within the implant. Subsequently, the patient underwent revision surgery on (B)(6) 2018 to implant a new device at a second site. The original device remains in situ.